Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, for an unknown reason, a second valve was implanted in the same aortic position. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the valve was attributed to the wrong patient and an incorrect ID card was sent out. The implant date of this valve is the date the valve in valve was reported in error. No valve in valve implant occurred. If information is provided in the future, a supplemental report will be issued.